Manufacturer narrative:
Additional information: b3, h6, h10. Additional information received that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, cassette latch and occlusion sensor functional test were performed. The customer's reported problem could not be duplicated. According to the investigation, error "cassette not attached properly" was not duplicated during cassette latch and occlusion sensors functional test. However, multiple "cassette not attached properly" was found in the event log. Service replaced the pump downstream sensor for preventive action.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.